Event description:
The pt reportedly experienced ongoing intermittencies followed by loss of lock. External equipment was exchanged; however this did not resolve the issue. Device revision surgery has been scheduled.